Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in spain. G2: literature - alonso polo, m. B. , peix, c. , velasco, p. , marcos, s. , sobron, f. B. And cordero ampuero, j. (2024). Subtrochanteric fractures of the femur: may a short nail be a reliable option?. The archives of bone and joint surgery, 12(11), 798-804. Doi: 10.22038/abjs.2024.67182.3194. H6: proposed component code - mechanical (g04)- im nail. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported, and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. Root cause of the reported event is not device related. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one (1) week ago, a journal article was retrieved from the archives of bone and joint surgery (2024) that reported a retrospective cohort study from spain. The purpose of the study was to compare the functional and radiological outcomes of the fragility subtrochanteric fractures treated with short versus long cephalomedullary nails. The study included 65 patients that underwent surgery with a cmn between january 2013 and december 2020 due to a subtrochanteric fracture. The study reported one patient developed a postop surgical site infection. No additional information regarding the event was provided. Attempts have been made and no further information has been provided.